Event description:
The reason for call was pt stated they had an MRI a week ago on thursday and they turned off the stimulation to go into MRI. Pt stated that ever since then, they are in pain and they can hardly walk. Pt wondered if going into MRI mode has wiped their settings. When asked for controller model number, pt provided 127965 and pt described it as gray and blue. When asked for implant serial number, pt provided (B)(6). Pt stated their ID card says nevro senza spinal cord implant. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).